Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. It was further reported that the lead was fractured and was nonfunctional. The lead was capped and replaced, and subsequently explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; blood/body fluid present on proximal conductor and the outer insulation is breached; proximal segment was returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic metal induced oxidation, the outer insulation was breached and had environmental stress cracking, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and the outer insulation had a cosmetic depression.